Event description:
Spontaneous. Pt reported that is infusing right now, just started today. Completed 60ml out of 80ml. Last syringe found that syringe black specks, dots inside, not floating in the medication, the ink reflecting throughout the syringe. The manufacturer confirmed defective syringe advising not to use due to inside of syringe should only have lubricant and no ink. Inks should only be on the outside of the syringe. No missed dose or adverse events reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.